Event description:
It is reported that the patient was revised due to osteolysis.

Manufacturer narrative:
Eval summary ¿ no devices or photos were received; therefore, the condition of the components is unk. Wear debris in the human body may lead to the formation of osteolysis, and there are many factors that contribute to this condition. A definitive root cause cannot be determined with the info provided; however, the complaint may be revised upon return of operative reports, x-rays and/or product or further information. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add¿l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.